Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. During systems check with tandem technical support (cts) customer reported filling cartridges with cold insulin. Cts educated the customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.